Event description:
It was reported that the patient was experiencing muscle stimulation. The atrial lead was reported to have difficulty with capturing and sensing and it dislodged. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.